Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information on: h6 (clinical code & impact code).

Event description:
It was reported that approximately three (3) months after an arcr procedure performed on (B)(6) 2024, where tendon anchors were used, the patient experienced several adverse events, for which an MRI was performed. Synovitis and rice grain-like lesions were observed. Furthermore, the patient had pain and swelling. After that, a steroid injection was administered, which reduced the rice grains and improved the pain a little. The pain was gone before revision surgery, and the patient stated that she still had discomfort in her shoulder, so she underwent revision surgery. A revision surgery was performed on (B)(6) 2024. A white sheet-like object was floating in the sab, it was grabbed with a grasper and removed. An object similar to the one removed was also attached to the acromion, and the rotator cuff was also covered with a white object. The white object on the rotator cuff was particularly thick at the location where the regeneten was applied. All of this was removed with a shaver. As the white object on the supraspinatus was removed, purple objects appeared on the rotator cuff. No further complications were reported.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that the undated/unidentified MRI imaging appears to show possible changes consistent with inflammation around the area of the bone anchor and likely tendon repair. The provided photo image of the explanted ¿white-sheet-like object¿ appears to show an object which has features consistent w/a delaminated bioinductive collagen sheet implant which may occur w/excessive fraying during implantation; however, a definitive clinical root cause could not be determined based on the limited information provided. Therefore, an undiagnosed sensitivity, immune response, and/or user technique cannot be ruled out as potential contributing factors to the reported event. Of note, it was reported that the rotator cuff was also covered with a ¿particularly thick¿ white object at the location where the regeneten was applied and was removed with shaver. An increase in mean tendon thickness beneath the implant is an anticipated outcome and does not signal a device malperformance. Additionally, the reported ¿purple objects appeared on the rotator cuff¿ as the white object on the supraspinatus was removed w/the shaver most likely represents residual tendon anchors that have not fully absorbed and is not an unanticipated finding, nor an indication of a malperformance of the device. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number:(B)(4).

Event description:
It was reported that approximately three (3) months after an arcr procedure performed on (B)(6) 2024, where a tendon anchor was used, the patient experienced several adverse events, for which an MRI was performed. Synovitis and rice grain-like lesions were observed. Furthermore, the patient had pain and swelling. No further complications were reported. No further information available.